Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery. The suction ring assembly issue with an intralase patient interface (pi) occurred after the patient was applanated and after laser fired. Per account, two (2) procedures were lost on the left eye (os). Ring wasn¿t holding suction, but eventually able to maintain suction. It was noted that one (1) procedure was replaced and the surgery was completed successfully. Pi was not returned. There was no patient injury reported and no surgical intervention was required. This report is two (2) of two (2).

Manufacturer narrative:
In review, of medwatch report 2648035-2018-00757, it was determined it was inadvertently sent as it was determined it was duplicate report of medwatch report 32648035-2018-00756 as the suction loss during laser firing occurred on the same device and not 2 separate devices as indicated in the initial report. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2648035-2018-00757. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.